Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 24-mar-2017: no response was received from reporter despite follow up attempts. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure inserted and during insertion the doctor had vision issues and pressed essure against the fundus, so the essure bended and damaged / destroyed completely (suspicion of device breakage). Device breakage is anticipated in the reference safety information for essure. Considering the nature of this event and that it occurred when the physician pressed the essure against the fundus, the causality with essure is assessed as related. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information cannot be obtained.

Manufacturer narrative:
Spontaneous case was reported by a physician and describes the occurrence of device breakage ("essure destroyed completely") in a 36-year-old female patient who had essure (batch no. E36571) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had vision issues and pressed the essure against the fundus" on (B)(6) 2016, device use error "essure bended and damaged" on (B)(6) 2016 and device use issue "wrong technique in device usage process" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality safety evaluation for ptc. New event added: wrong technique in device usage process. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a physician in south africa on 15-nov-2016 which refers to a (B)(6) female patient who had essure ess305 (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number e36571. During insertion, the doctor had vision issues and pressed the essure against the fundus, so the essure bended and damaged/ destroyed completely. One complete kit was severely damaged. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure inserted and during insertion the doctor had vision issues and pressed essure against the fundus, so the essure bended and damaged / destroyed completely (suspicion of device breakage). Device breakage is anticipated in the reference safety information for essure. Considering the nature of this event and that it occurred when the physician pressed the essure against the fundus, the causality with essure is assessed as related. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. A product technical complaint analysis and review of lot number is being sought. Further information has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 13-dec-2016: (B)(4). Date of manufacturer: 02-oct-2015. Expiration date: 28-oct-2018. Bent tip complaints refer to the distal end of the micro-insert (implant). The tip of the implant is manufactured with a 10-20° bend and is flexible to allow the tip to sustain a bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, a uterine wall, fibroids, endometrial fluff, or a tubal spasm. This helps minimize the likelihood of a perforation. Bent tip events are considered to be a usability issue (ui) and do not necessarily indicate a technical defect in the product. Usability issues typically describe events that lead to a different result than expected by the user. Examples include, but are not limited to, handling errors, deviations from the instructions for use, non-product related anatomical issues, or other customer satisfaction issues. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a tip being bent is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure inserted and during insertion the doctor had vision issues and pressed essure against the fundus, so the essure bended and damaged / destroyed completely (suspicion of device breakage). Device breakage is anticipated in the reference safety information for essure. Considering the nature of this event and that it occurred when the physician pressed the essure against the fundus, the causality with essure is assessed as related. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information has been requested.